Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show several electrode channels with high impedance status.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode, due to device minute mobility is very likely. However, to determine an exact root cause, a device investigation of the explanted device would be necessary. The device has been explanted, but the device will reportedly not be available for investigation.

Event description:
The patient has reduced hearing benefits.